Event description:
It was reported that the physician was unable to implant the left ventricular lead due to the patient's anatomy. The lead was removed and returned and a different model was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies were found, the full lead was returned and analyzed. Blood was noted on all conductors at the electrode end (not obstructed) and on the distal conductor at the tip to ring spacer (not obstructed).